Manufacturer narrative:
(B)(4). More information surrounding the event have been requested. A supplemental medwatch report will be provided when the investigation is finished.

Event description:
It was reported that the ventilator stopped during patient treatment. There was no harm to the patient. (B)(4).

Manufacturer narrative:
(B)(4). The investigation of the complaint has been completed. It is based on an evaluation of returned device logs and an investigation of the returned dc/dc & standard connectors printed circuit (pc) board. The dc/dc & standard connectors pc board converts the internal dc supply voltage +12 v into internal dc supply voltages. Received device logs confirm the reported ¿restart ventilator¿ event and stop of ventilation on the date of event. Electrical measurements on the returned dc/dc & standard connectors pc board showed that the +3.3v and +5v output voltages were pulsing, which was the cause to the reported event. The synchronous step-down dc/dc converter in the +3.3v converter was found to be the failing component. If an internal power failure at +3.3v and/or +5v occurs during ventilation, it may lead to stop of ventilation. Alarms will be generated. After replacement of the defective component, simulated use test ventilation ran for one day without any deficiency noted. Two pre-use checks also succeeded. The conclusion in this matter is that the returned dc/dc & standard connectors pc board malfunctioned, due to an ic component failure. The cause of the defective component could not be established.

Event description:
(B)(4).